Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side implant exchange from textured to smooth and later "the upper part of the implant was folded and adherent to itself", and "signs of rupture, gel fracture, and any creases". Device has been explanted.

Event description:
Healthcare professional reported a right side implant exchange from textured to smooth and later "the upper part of the implant was folded and adherent to itself", and "signs of rupture, gel fracture, and any creases". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: anxiety ¿ product/procedure: unable to observe as it is not related to the manufacturing process. Crease / folding of implant: observed. Rupture: no observed. Double capsule: unable to observe as it is not related to the manufacturing process. As per the investigation procedure deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.